Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead replacement procedure (related manufacturer reference numbers: 1627487-2020-03561 & 1627487-2020-03562), the ipg was unable to communicate with external devices after being touched during cauterization of the wound. Troubleshooting was unable to resolve the issue. As a result, the ipg was explanted and replaced. Issue resolved.